Event description:
It was reported that the customer was hospitalized due to high blood glucose over 300 mg/dl, and the customer was treated with an insulin drip. It was stated that the customer experienced nausea and dizziness. It was reported that the insulin pump began to ramp up with numbers on its own, then once was cleared, the device alarmed button error alarm. Advised that the insulin pump will be replaced and the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up or pump reacting on its own noted. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had missing end cap sticker.